Event description:
It was reported that the battery voltage during device interrogation was 2.71 volts and four months later the device reached elective replacement indicator (eri). It was questioned why the device longevity was so short and the physician suspected premature eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed normal battery depletion and the device meets 80% of expected longevity.